Event description:
It was reported that the sys 9600 + would not fluoro, and that the c arm would not initialize. No adverse pt involvement reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. The system interconnect cable, sram card, and the tech processor circuit board were replaced over time due to back order of parts. The sysem was tested and found to be working as intended and placed back into svc.